Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset. After resetting, the malfunction code did not recur, and the customer was advised to call back if it happened again. The customer understood and acknowledged the instructions and was able to continue using the pump.